Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., morrisville pa and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Event description:
Superficial soft tissue infection, possible suture reaction with superimposed cellulitis.